Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2- foreign country - france

Event description:
It was reported that the handle does not fit. The event timing is unknown, there is no harm or delay reported. Due diligence is in progress.

Event description:
There was no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h4, h6, h11, h3. E1: telephone number: (B)(6). Review of the most recent repair record determined the ratchet handle would not fit onto the mesher base easily; damaged bottom roller. The bottom roller was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.